Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead dislodged. The patient was asymptomatic to the event. The lead was explanted and replaced. The patient was in stable condition during and post procedure.

Event description:
New information received noted that the lead might have dislodged due to possible twiddler's syndrome. The patient complained of feeling pocket site aggravation, as if someone was poking them.